Event description:
It was reported that the plastic cover on cam arm damaged. Backup used, no delay to procedure, no injury to patient.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned journey bcs ii locking implant impactor indicated a fracture through the anterior arm cover, which was likely due to overload. An overload fracture can occur when the mechanical forces applied to the instrument exceed the strength of the material. This device was manufactured in 2013, showing signs of significant wear/use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.